Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc), as well as high capture thresholds. It was noted that there could be possible lead dislodgment. Technical services (ts) was consulted and confirmed loc, also suggested to have an x ray to check if this lead was pulled back. It was noted that the patient is non-complaint with arm restrictions. This lv lead remains in service. No adverse patient effects were reported.